Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the iris pot. After the iris pot was installed noticed that the drive assembly is not rotating correctly and binding. Identified a bind in the gear mesh of the collimator. Removed the bind in the gear mesh. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during a case the 9600+ system displayed a bad iris pot error. The procedure could not be finished. There was no report of pt injury.